Event description:
Customer reported that the unit displayed key fault messages. Service representative duplicated reported condition. There was no reported patient involvement. The device was repaired and proper operation was confirmed.